Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter hub of a bd intima-ii¿ closed IV catheter system leaked when drawing blood. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5355302. A sample was provided to bd for investigation. The failure mode was observed in the sample returned. The factory had confirmed the root cause is zone 1 nest belt cracking and swage locking stopper, locking cylinder and movement locking block wear. This results in poor alignment and cracking of the device. This lot was produced prior to corrective action taken by the plant to eliminate this error. Conclusion: the defect is caused by the zone 1 belt crack and y-adapter swage position being offset during the molding process resulting in a y adapter crack . CAPA 75687 has been initiated to track complaints related to this failure mode.